Event description:
It was reported that a novasure procedure on (B)(6) 2026, prior to the novasure procedure the physician took samples from the endometrium and cervical canal to be sent to pathology. The novasure procedure was performed, and the final hysteroscopy showed an ablated endometrium. There was minimal post-operative bleeding reported. Post the procedure, the patient came back later at the same day with enormous pain. The fluid was found in the abdominal cavity, and the patient was given painkiller medication. Later the patient was admitted with symptoms of pain and fever up to 39.7 degree celsius as well as chills. Examination showed an enlarged uterus with fluid accumulation in the uterine cavity. Laboratory chemistry reported increased inflammation parameters as well as ferrum anemia. Pelvic inflammatory disease was reported after the hysteroscopic procedure. The patient was treated with intravenous antibiotics along with analgesic and antipyretic medications and fer (iron) supplements. During the course of the treatment, the patient developed diarrhea which was successfully treated. Symptoms gradually improved with therapy. The patient was discharged on (B)(6) 2026, and later seen in an outpatient clinic reporting improved condition. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.